Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. The following was received from the initial reporter: this report is about fm. A black dot was inside the tip of the product.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard bc pro unit from lot number 2336531. Additionally, 7 photos were received which are representative of what was returned. The foreign matter was provided on a glass container when received and the needle was retracted. Microscopic analysis discovered what appears to be a clear gel-like matter. The reported issue was confirmed. As the foreign matter as observed in the fluid path, further spectral analysis will be performed. As the device was received retracted and in an unsealed package, it cannot be determined if the foreign matter presented during manufacturing or was introduced in the clinician environment. Our spectral analysis machine is currently under repair. Once our machine is repaired, we will continue our investigation and respond with the results.

Event description:
It was repoted that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. The following was received from the initial reporter: this report is about fm. A black dot was inside the tip of the product.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.